Event description:
It was reported that during an explant procedure for the rv lead, the patient experienced pocket stimulation from the atrial lead. The atrial lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
A partial lead measuring 7.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Manufacturer narrative:
Manufacturing date added.